Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead were found to be switched in the implantable pulse generator (ipg) header of the device. The system was revised and remains in use. No patient complications have been reported as a result of this event.